Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation, it was observed that there was a gap between the acoustic lens and the ultrasound probe, likely due to wear and tear damage over time or due to scope mishandling. Upon further inspection, it was observed that the paint of the air and water cylinder was peeling. It was also observed that watertightness was lost due to pinching on the bending section cover. It was observed that the acoustic lens was damaged. It was observed that the adhesive on the bending section cover had a crack. It was also observed that the play of the up and down knob was out of standard value due to wear of the angle wire. It was lastly observed that the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope is ¿faulty.¿ there was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap between the acoustic lens and the ultrasound probe, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer provided additional information: the event happened after the procedure.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress or handling or other factors. The following information is stated in the instructions for use (IFU): ¿ultrasound gastrovideoscope gf-uct180 chapter 3 preparation and inspection 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.